Event description:
It was reported that the patient presented to the clinic for a device check. Upon interrogation, alerts for non sustained lead noise was observed. Review of the episodes showed t-wave oversensing. Programming changes were made successfully. The patient given a merlin.net transmitter and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.